Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 15 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote nc balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 6mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was removed and a 2.0mmx20mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced; however, during initial inflation at 14 atmospheres for 15 seconds, the balloon also ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition post procedure.